Manufacturer narrative:
(B)(6). Date of report: 08/06/2019. The field service engineer (fse) is not able to duplicate the reported problem. The fse replaced 3 parts which could cause anomaly, power relay switch, ui interface and power management board. The power management (pm) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device turns powers on by it self with out any user interaction.